Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse was able to reproduce the issue. Fse replaced drive valve assembly. Replacing drive valve restored equipment functionality. All functional tests were performed according to factory requirements, and the results met all requirements before delivery to the customer.

Event description:
It was reported that during equipment use, cardiosave intra-aortic balloon pump (iabp) had automatic inflation failure. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d9.

Event description:
N/a.